Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with customer's blank display and low battery alerts. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injection. The customer states the batteries are drained within two hours. The customer declined to troubleshoot for the blank display. The customer was advised the pump would be replaced and returned for analysis.